Event description:
Reporter alleged the customer became hypoglycemic and she couldn't test him due to an error on the aviva system. Reporter stated she treated him with orange juice and glucose tables then took him to the emergency room when he didn't feel better. Reporter stated a nurse used her system to test him with a result of 79 mg/dl and then he was treated with a sandwich, orange juice and later with a glucose injection. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.